Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc d9: date returned to mfg; 12/23/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection were performed during analysis. The customer reported complaint was confirmed. It was found that the downstream occlusion(dso) seal was delaminated and the printed wire assembly was defective, both were replaced.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was error 41622 red screen (motor timeout error/defective mainboard). There was no reported patient involvement.